Event description:
A postoperative computerized tomography with 'fusion' of the surgical plan revealed that the deep brain stimulator lead was deviated 4 cm after it entered the skull. This represented a deviation of 10 degrees. Medical/surgical intervention was required due to the event. The patient status afterward was reported as "ok". Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.